Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear was blocked, seized and was rough running. Therefore, the reported condition was confirmed. It was further determined that the saw was defective. The assignable root cause was determined to be due to normal wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the gear on the reciprocating saw attachment device was blocked, seized and was rough running. It was noted in the service order that the saw was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.